Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during testing, three blades broke at the blade mount in the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay, medical intervention or adverse consequences as a result of this event. This report is for the second blade that broke.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: device discarded.

Event description:
It was reported, that during testing. Three blades broke at the blade mount in the handpiece saw. It was also reported, that this event did not occur during a surgical procedure. And there was no delay, medical intervention or adverse consequences as a result of this event. This report is for the second blade, that broke.